Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure, the patient¿s blood pressure was decreased and an echocardiogram detected that the patient had developed cardiac tamponade. Pericardial puncture was performed. Patient fully recovered. No abnormalities were observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of ablation. Transseptal puncture was performed. One transseptal puncture site was performed during the procedure. Act was over 350. No evidence of steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31413164l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).